Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the programmer noted no significant anomalies. The unit was then subjected to baseline and functional testing. The device passed all testing, ensuring proper performance of the pacing system analyzer. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that at implant, when attempting to pace the patient via the pacing system analyzer (psa) function of the programmer, the psa wouldn't pace, and the patient went into asystole (duration not defined). It was subsequently possible to pace the ventricle via the atrial channel. The case was then successfully completed with another programmer. No adverse patient effects were reported. The programmer was received for analysis.

Event description:
It was reported that at implant, when attempting to pace the patient via the pacing system analyzer (psa) function of the programmer, the psa wouldn't pace, and the patient went into asystole (duration not defined). It was subsequently possible to pace the ventricle via the atrial channel. The case was then successfully completed with another programmer. No adverse patient effects were reported.